Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the emergency endovascular treatment of an abdominal aortic aneurysm. It was reported approximately 5 years post the index procedure, the patient underwent laparotomy for artificial blood vessel replacement due to an increase in aneurysm diameter. Stent graft damage was confirmed during the intervention, as blood was confirmed to be leaking from a portion of the endurant ii stent graft leg, indicating a suspected type iii endoelak. At the moment the physician's opinion is that it is either 1613124 or 1613156 that contained the type iiib endoleak. The endurant iis stent graft system was partially explanted and replaced with a product from another company. It is unknown which of the stent graft were partially explanted. The artificial blood vessel replacement was completed, and the patient was stable per the physician the cause of the aneurysm enlargement was suspected to be due to the type iii endoleak due to damage to the stent graft. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Device evaluation summary; one section of bifurcate endurant graft was returned, section had been transectionally cut. Explant graft was decontaminated with hydrogen peroxide and sodium hypochlorite pending further device testing to support the final product analysis findings. Small tear evident on sr9, it is possible this damage contributed to the reported endoleak, however this cannot be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.